Manufacturer narrative:
Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.

Manufacturer narrative:
Additional manufacturer narrative: moderate to heavy calcification was observed during evaluation of the explanted valve. Calcification restricted mobility in the leaflets and led to stenosis. Leaflet tears with calcification near the regions of the tears. Moderate to heavy host tissue overgrowth was also observed. The initial report of calcification has been confirmed. There is no change in the original conclusion of this event.

Event description:
Edwards received information of an explant of a prosthetic aortic valve due to calcification. Implant duration of the valve was not provided. The device was replaced with a mechanical valve. No other details were provided.